Event description:
An ablation catheter was inserted into the body. The catheter was an arctic front cryo balloon 28mm. When beginning to ablate, an error message appeared on the console screen that stated to switch out catheters. We went ahead and did as recommended and got a new ablation catheter.